Event description:
Device 1 of 2. Reference mr report#1627487-2018-02866. Additional information identified that patient had a (B)(6) infection and has a PICC line until mid (B)(6). Patient is discharged out of the hospital.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #1627487-2018-02866. It was reported rash at the lead site and patient had fever. Reportedly, patient was hospitalized for infection and was given anibiotics during the trial. The drg trial leads were removed ((B)(6) 2018).